Manufacturer narrative:
The endoplege catheter was returned for evaluation. Evaluation results: the balloon on the endoplege catheter was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually there are small poc marks in the area that burst and there is even wall thickness in the area that burst. Visually the device has no other defects. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A review of the device history record (DHR) was performed for raw materials, in-process, finished goods and sterilization for lot number 751041 and there were no non-conformances opened in relation to the nature of the complaint. This device met all raw materials, in-process, finished goods and sterilization specifications upon release of the product. This device was manufactured in (B)(4) 2010. The root cause of the balloon burst cannot be determined. However a CAPA (corrective action) is open for balloon bursts on the endoplege coronary sinus catheter that is applicable to this event. We will continue to monitor trends on an on going basis.

Event description:
It was reported that the balloon on the coronary sinus catheter burst. The device was prepped per the IFU.

Manufacturer narrative:
Device returned 8/17/10. Evaluation is in process.